Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that if they went down one setting, from 1.8 to 1.7, all of the sudden they felt a surge of feeling that they hadn't been feeling before. They stated that they consistently experienced the surge when they decreased stimulation, but it helped their urgency when they decreased stimulation. They said it's like the device was sleeping and then it came back on. They also mentioned that they feel like there's something wrong with their device and what they're seeing doesn't seem right. They also stated that they believe that their device turned itself off, and they noticed the issue on 2024-oct-03 when they were notified that the device had been turned off for 4 days. Reviewed device technology and implications for turning itself off. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.